Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead perforated. It was also noted that the implantable pulse generator (ipg) would not wrench into the rv port. The rv lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.